Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned. The pump passed laser continuity testing. There were no kinks or biomaterial observed. The 5s parameters were in spec. The alarm did not reproduce when plugged into console. No abnormalities were found with the pump. Log review showed upon pump start-up. This issue was also found with multiple pumps on the same console prior to this complaint occurrence date. The root cause of the optical signal issue was unable to be reproduced on the returned pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. During the procedure, a ¿placement signal unreliable¿ alarm occurred intermittently, accompanied by a pulsatile motor current, while flow readings remained correct. No patient harm occurred.